Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material in the nozzle during evaluation; however; the customer returned the device without reprocessing due to the technical defects which caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope air insufflation was not sufficient, which was probably due to incorrect preparation of the flushing channel. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a foreign material in the nozzle, which was likely a result of insufficient reprocessing. Additional non-reportable findings were: water tightness was lost due to wear of suction cover packing, air/water cylinder had no color, suction cylinder had no color, suction cover had a crack, label on suction connector was damaged, a foggy image occurred due to damage on objective lens, air supply volume did not meet the standard value due to clogging of nozzle, water supply volume did not meet the standard value due to clogging of nozzle, bending angle in up direction did not meet the standard value due to wear of angle wire, bending angle in down direction did not meet the standard value due to wear of angle wire, bending angle in left direction did not meet the standard value due to wear of angle wire, the plastic distal end cover was deformed, nozzle had corrosion, objective lens had a scratch, adhesive around objective lens had a chip, light guide lens had a crack, adhesive around light guide lens had a crack, bending section cover had clotting protein, adhesive on bending section cover was detached, connecting tube had coating peeling, universal cord had a wrinkle, and universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.